Manufacturer narrative:
Two segments of a 4.7fr sof-flex ureteral stent returned in a specimen cup, the part number, length of stent and lot number are unknown, the part number listed is for reference only. The two segments received measured 2.8 cm and 4.4 cm. The material around the sideports were noted to be cracked along with other locations of the stent segments were also found to be weakened and cracked. The appearance of the segments indicates the stent has been exposed to conditions weakening the material. In speaking with a nurse at the facility, she stated the stents are removed from the marketing box for space saving purposes. During this conversation with the nurse, it was explained that the products should remain inside the box while being stored and that the marketing boxes have the universal symbol for keeping the product out of direct light. Attempts to reach the physician to obtain additional information such as length of time, the stent was indwelling and location of the remainder of the stent. Should additional information become available, it will be forwarded.

Event description:
As reported to cook via telephone: the physician had performed a cystoscopy of the bladder/ureter and the patient had complained of pain. It is reported the device had broken into two pieces. It is unclear as to what instrument was used to remove the device. It was reported no harm to patient.